Manufacturer narrative:
H6: investigation summary it was reported the cannula was clogged. To aid in the investigation, one photo and one sample were provided for evaluation by our quality team. The photo is a screen shot of a monitor showing was appears to be inventory control information. The sample came with a plastic shield, but no packaging blister. A visual inspection was performed and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. It could be possible that while passing the needle through the stopper vial the needle got clogged with the stopper material. A device history record review was completed for provided material number 302047, lot number 9296234. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that the needle ns 30ga 1/2in bns yel hub experienced a clogged needle. The following information was provided by the initial reporter: one clogged cannula.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: na. Initial reporter e-mail: (B)(6). Investigation summary: it was reported the cannula was clogged. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo is a screen shot of a monitor showing was appears to be inventory control information. As a sample was unavailable for return, a thorough sample investigation could not be completed. A device history record review was completed for provided material number 302047, lot number 9296234. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle ns 30ga 1/2in bns yel hub experienced a clogged needle. The following information was provided by the initial reporter: one clogged cannula.